Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior. Leak test and microscopic analysis was performed which identified: a striated opening on anterior, a sharp opening on plug strap bond edge, and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.